Event description:
The customer reported an alarm and insulin squirting out during the manual prime. The numbers did not appear on the screen, and no beeps were heard. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk. The insulin pump was missing the end cap sticker. The insulin pump also had a scratched liquid crystal display window.